Event description:
It was reported that during a laparoscopic hernia procedure, the device jammed and the jaws broke. Another like device was used to complete the procedure. There was no patient consequence.